Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since (B)(6), and has experienced low bg levels in the past; however, no specific bg levels or event dates for the low bg levels were provided. Reportedly, customer uses humalog and changes cartridge and infusion sets every 4-6 days. Customer discontinued use of the pump and reverted to manual injections for diabetes management.